Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 182 mg/dl. The customer changed the infusion set three to four times. The customer declined troubleshooting because she had stopped using the insulin pump and removed the battery. The customer stated that she would call back in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer called back to complete troubleshooting. The insulin exited with a prime. The customer was unable to remove the infusion set to examine the cannula. The customer discovered reset and data alarms in the alarm history.